Manufacturer narrative:
Exemption number e2015055. Three devices were received for evaluation; 3 events were confirmed during testing. One device was found to be affected by worn components. One device was found to be affected by worn components and internal corrosion. One device was found to be affected by corrosion. One device was not available to stryker for evaluation. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 4 malfunction events, in which the device was reportedly overheating. There was no patient involvement; no patient impact.